Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was likely procedural rather than device related. The device was not available for return.

Event description:
It was reported to nevro that a trial patient had experienced mild headaches due to a csf leak. The patient was given a blood patch. The trial had ended successfully and the patient recovered without sequelae.